Manufacturer narrative:
Device eval: one used sample was rec'd for eval. The cuff was checked for leakage by inflating the cuff with air and submerging it under water. The cuff inflated w/o difficulty and no leakage was located while the inflated cuff was submerged. No issues were found and the device was found to be within specification.

Event description:
A report was rec'd that alleges the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. No incident related medical sequela was reported.